Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: the pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that motor stall and recoveries had continued. The pump logs recently noted that on (B)(6) 2014 at 16:03 a stall occurred and recovered at 16:40. On (B)(6) 2014 at 19:00 a stall occurred and a recovery at 19:11. The patient was not aware of any electromagnetic interferences (emi) which might have caused the stalls and nor did the patient have an MRI. The patient was not going through withdrawal and did not appear to be distressed but had noticed his pain has increased over the past two months. This was also reported as a sudden decreased efficacy. Dose adjustments were made noting some improvement but the stalls made the patient sweat. Reportedly, injections and other methods were used to help control the symptoms. It was later reported that the physician decided to fill the pump reservoir with saline, put the patient on oral narcotics, and programmed the pump to minimum rate until the affected pump was replaced. The physician attempted to aspirate the catheter to verify catheter patency since the patient complained of increased pain; however, he was unable to place the needle into the cap, even under fluoroscopy. No other troubleshooting was attempted. The dye study was later reported by the health care provider as normal. The cause of the stalls remained unknown. The patient was scheduled for a replacement. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported a motor stall and recovery were recorded in the event logs. It was noted there were three motor stalls all with recoveries and the longest stall was nine minutes. The first stall recovered in five minutes, the second stall recovered in nine minutes, and the third stall recovered in five minutes. There was one stall on (B)(6) 2014 and two stalls on (B)(6) 2014. The patient did not have a MRI and the pump had not stalled since. It was unknown what the cause of the motor stalls was. Troubleshooting was not performed because of the recoveries. It was further reported the patient experienced increased pain and ¿jitteriness.¿ the patient recovered without permanent impairment. The pump was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion no longer applies to this event and has been replaced.

Event description:
On (B)(6) 2015 additional information was received from a patient. They indicated that the pump had contained dilaudid.